Event description:
This report addresses the issue of use error- reuse of supplies. The customer contacted baxter's technical service center to report an issue of check lines and bags alarm while on home choice (hc) device during use during prime. The registered nurse (rn) stated that the home patient (hp) had been connecting to the red and the blue line and primed with no problems, however, the hp got an alarm the previous night. The rn had the hp reconnect the supply bag from blue line to white line and primed. The rn wanted to know which lines the hp should use for "dex" = same. The baxter technical representative (tsr) explained about connecting bags and not reconnecting supply bags. The tsr explained the possible causes for the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed because reconnecting solution bags is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted.